Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a dose missing in the mobile app logbook. When dispensing a test dose, there was an inaccuracy between the test dose and dose recorded. The dose was greater than 1.0 unit of insulin. The customer also reported that the insulin pen is not dispensing any insulin. Customer tried to screw the dosage amount, but no insulin comes out. Customer¿s blood glucose was 172 mg/dl. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.